Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication is unknown. There was no report or allegation from the customer of a deficiency of the ion system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A system log review cannot be performed because the system logs are not available at this time. No video/ images were provided by the customer for review. Based on the information provided, this event is being reported due to the following conclusion: after an ion endoluminal lung biopsy, the patient allegedly developed a pneumothorax. Although the patient was discharged home the following day, it is unknown if prolonged hospitalization was required, or if medical/ surgical treatment was administered to resolve the pneumothorax. The cause of the pneumothorax is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. The patient was discharged home the following day without further complications. The cause is unknown. It is also unknown if intervention was required to resolve the pneumothorax. Intuitive surgical inc. (Isi) attempted to gather additional information regarding the reported event; however, the physician was unwilling to provide any further details.